Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the promus element, mr, ous 3.00x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found distal stent damage. The 1st distal strut was stretched in a proximal direction and raised from the balloon. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. There were slight hyoptube kinks along the full catheter length of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12apr2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery (lcx). A 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damaged.